Event description:
The customer called because her meter was not reading correctly. She received a reading of 2.3. It was discovered the meter was set to mmol/l. She purchased the meter in the us. No ae alleged. The meter was replaced and the customer was asked to returned her meter for evaluation.